Event description:
It was reported by the customer that during routine check, cardiosave intra-aortic balloon pump (iabp) unit was showing error code 14 ¿ power failure.

Manufacturer narrative:
Due to character restrictions, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer the cardiosave intra aortic balloon pump (iabp) unit is now showing error code 14 ¿ power failure. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, medical device ¿ problem code, component codes , investigation conclusions), h11. Corrected fields - b5, h6 (health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states new compressor fitted, fault not clear. Revisit required. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- b6, b7, d10.